Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations confirmed, the customer reported complaint tips have physical damage. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley.

Event description:
It was reported, prior to the start of a da vinci-assisted urology surgical procedure. The tips of the maryland bipolar forceps instrument were damaged. The procedure was completed with no reported injury.